Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
No button error alarms noted during testing. All buttons functional properly. No damage on keypad traces. The device had had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.